Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 80% of expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the physician is questioning the longevity of the device lasting 3 years and 8 months. The device was removed and replaced. No patient complications were reported as a result of this event.